Manufacturer narrative:
Device investigation details: the device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis revealed that the pebax had a foreign reddish material inside it. Sem analysis was performed to verify if the pebax had damage. The results conclude; with evidence of mechanical damage and a hole on the pebax surface. The root cause of the damage could not be determined, but it was concluded that it occurred outside the bwi manufacturing facilities. A manufacturing record evaluation was performed for the finished device, and no internlal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. The date of event was not provided. As such, date of event has been populated with 1-jan-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax . T was initially reported by the customer that after the procedure had successfully finished and the catheter was pulled out of the patient, the physician noticed the blood residuals in the catheter between proximal and distal electrodes that were not possible to remove. The bwi representative confirmed that catheter pebax was not damaged from the outside. The physician did not mention any experience of difficulty while maneuvering the catheter or during the withdrawal. The physician did not mention any experience of difficulty while maneuvering the catheter or during the withdrawal. There was no patient consequence. The customer¿s reported issue of foreign material inside the catheter is not considered to be an MDR reportable issue since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 10-jun-2022, bwi pal revealed that a visual inspection of the returned device found foreign reddish material inside the pebax. Scanning electron microscope (sem) analysis was performed to verify if the pebax had damage. The results conclude; with evidence of mechanical damage and a hole on the pebax surface. This finding of a hole in the pebax is considered to be an MDR reportable malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 10-jul-2022, it was noticed the following information was inadvertently omitted from the 3500a initial medwatch report: ¿the customer also provided a picture of the complaint product problem to aid in the investigation. According to the picture provided, a reddish material was inside the pebax. The customer complaint was also confirmed based on the picture received."